Manufacturer narrative:
This is a follow up for emdr 9617229-2021-0673. E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: not observed through visual inspection. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Healthcare professional later reported "rupture" this record is for the left side. The device has been explanted and replaced.